Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis (isr) and chest pain occurred. In (B)(6) 2013, the patient's qualifying condition was unstable angina (braunwald classification iiia) and was referred for elective cardiac catheterization. Subsequently, the index procedure was performed on same day. The target lesion was located in the proximal right coronary artery (rca) with 90% stenosis, a length of 8 mm, and reference vessel diameter of 4.0 mm. The target lesion was treated with pre-dilatation and placement of a 12 x 4.00 mm study stent. Following post-dilation, the residual stenosis was 0%. The following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, a 3.0 x 18 mm non-bsc was implanted in the proximal rca. In (B)(6) 2016, patient comes with complaints of persistent chest pain which was radiating to left arm and neck area. The chest pain was associated with nausea and the patient was hospitalized on the same day. The next day, coronary angiography was performed and the rca was difficult to assess as not able to selectively engage, there may be suspected collaterals or isr. Coronary angiography involving multidetector CT technology was then performed the following day. The overlapped study stent and non-bsc stent in the proximal portion of the rca were noted to have severe isr. The mid portion of the rca was patent and there was 50% stenosis with calcified plaque in distal rca. Four days later, the occlusion of the rca was treated with coronary artery bypass graft procedure using the saphenous vein graft (svg) and rca. In addition, the 80% occlusion in the left anterior descending artery was treated by performing a bypass of lima to lad and svg to first obtuse marginal (om). Five days later, the patient was discharged from the hospital.